Manufacturer narrative:
Event description: it was reported that initial operation was performed with ann nail system on (B)(6) 2020. After 4 weeks on (B)(6) 2020, surgeon noticed one of the implanted screw was backing out from the proper position. Therefore a revision surgery was performed on (B)(6) 2020 and the backed out screw was removed. All other products remain implanted. Moreover, it was confirmed that the corelock was tightened after placing all the interlocking screws by using the torque screwdriver. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - no medical data was received. Product evaluation: - visual examination: the explanted screw was returned for an investigation. There are slight deformations along the threads. Moreover, the screw head is scratched. Review of product documentation: - device purpose: all involved devices are intended for treatment. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that initial operation was performed with ann nail system on (B)(6) 2020. After 4 weeks on (B)(6) 2020, surgeon noticed one of the implanted screw was backing out from the proper position. Therefore a revision surgery was performed on (B)(6) 2020 and the backed out screw was removed. All other products remain implanted. Moreover, it was confirmed that the corelock was tightened after placing all the interlocking screws by using the torque screwdriver. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the returned product the reported event can be confirmed. However, as no x-rays have been received, the backing out of the screw cannot be recreated. Moreover, it cannot be determined whether the deformations at the screw threads resulted from implantation, migration or removal of the screw. Based on the investigation it could be assumed that possible contributing factors to the migration of the screw might be multifactorial related to either patient condition and behavior, implantation procedure or design features. If and to what extent any of these aspects may have influenced the backing out of the screw remains unknown. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4) .

Event description:
No change to previously reported event.

Manufacturer narrative:
Medical product: proximal humerus, left, ã¿ 11x160mm; catalog no#: 47-2496-161-11; lot#: 3008297; blunt tip screw, ã¿ 4x42mm; catalog no#: 47-2486-042-40; lot#: 3010644; blunt tip screw, ã¿ 4x46mm; catalog no#: 47-2486-046-40; lot#: 3006011; blunt tip screw, ã¿ 4x58mm; catalog no#: 47-2486-058-40; lot#: 3010686; cortical bone screw, ã¿ 4x32mm; catalog no#: 47-2486-132-40; lot#: 3008283; cortical bone screw , ã¿ 4x34mm; catalog no#: 47-2486-134-40; lot#: 2999924; proximal humerus nail cap, 0mm; catalog no#: 47-2488-010-00; lot#: 3008334. Therapy date: (B)(6) 2020. The manufacturer did receive pictures of explanted nail for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(6).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to backing out/migration of one of the proximal screws. The event was noticed by surgeon 4 weeks post initial surgery.